Event description:
A foreign object was observed in the roller pump tubing in the kit. The object was reported to be in the fluid path. No harm or injury was reported.

Manufacturer narrative:
Eval: one suspect device was returned for eval. A f/u report will be submitted when the eval has been completed. Results: results pending completion of eval. Conclusions not yet available - eval in progress.